Event description:
Customer reported unit was underfilling adult tpn bags. Bags were empty too soon (time not known). No adverse events for pts. Unit was sent to product services for evaluation. Until she reported back (2/2/01), it was not clear if this was a product complaint, given the specification limits of +/-5%. One example: the bag contained 2480ml + 100ml overfill. The infusion pump was set to deliver 2480ml over 12 hours. The bag was empty in approx. 11.5 hours. This is an error of approx 8%. Assuming the sole source of error is the unit, it is operating outside of specification limits and this is a reportable product complaint.